Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, saline solution had leaked/dripped from the valve or the port connection of the sheath. The sheath continued to be used. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed fourteen injections were performed with catheter 239f3/33768-14 without any issues or system notices. Upon visual inspection of the flexcath sheath 4fc12 / 96599-020, results showed the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported valve leak issue has been confirmed through testing. The reported temperature issue was not confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.